Manufacturer narrative:
Date of event: date was approximated. The device was returned for analysis. Visual inspection showed a crack between the luer and irrigation tubing. A heavy coat of dried body fluid was on the tip and on parts of the handle and proximal and distal shafts. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Lcr test was performed and confirmed that the magnetic sensor was within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device underwent hdx testing. Device was soaked for 30 minutes during which it went through multiple ablation/agitation cycles. No tracking, recognition, or communication issues observed. The luer leaked.

Event description:
Reportable based on device analysis completed on 20sep2019. It was reported that the catheter had no signal. During an ablation procedure with an intellanav mifi open-irrigated catheter, the maestro generator could not "find the catheter" intermittently out of the box. There was no harm to the patient. However, device analysis revealed a leak due to a crack in the irrigation tubing where it connects to the luer.